Event description:
The complaint alleged that a minor received burn injuries from a vaporizer. It is unknown whether the child required medical intervention for their injuries. Kaz USA, inc. Has requested that the product be returned to our company for testing, but they have refused to do so.